Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
As reported to coloplast, though not verified, the patient had a supris implanted in (B)(6) 2017. Reportedly in (B)(6) 2018 the mid urethral sling incision had not healed. A 0.5cm portion of the incision was still open with exposed sling. In (B)(6) 2018 advancement of the vaginal flap to cover exposed supris mesh was performed under general anesthesia. Intraoperative findings: 1 cm sling exposed through midline of the anterior vaginal wall.